Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurate readings compared to his feelings or normal results as well as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 1 and a half months prior to contacting lfs he obtained readings of ¿360 mg/dl¿ on the lfs meter and ¿220 mg/dl¿ on another unknown meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4) when obtained within 30 minutes. The patient reported using self adjusting insulin to manage his diabetes. The patient denied making any changes to his usual diabetes management routine due to his symptoms. The patient reported at an unknown time he developed symptoms of ¿shaking and sweating.¿ the patient denied receiving any treatment due to the alleged symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing. The cca confirmed the patient¿s test strips were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he developed symptoms suggestive of hypoglycemia. (B)(4).